Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. The guidewire returned without the burr loaded on it; therefore, no sign of jamming could be found. Body of the guidewire was kinked. The observed kink on the body was measured from distal to proximal and the kink was found at 24.0 inches and 86.0 inches. Spring tip was observed bent and stretched.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotapro and rotawire drive were selected for use. During withdrawal, it was noted that the burr became stuck on wire after catheter had been completely removed from groin sheath. The procedure was completed with the original device. No patient complications reported.

Event description:
It was reported that the burr became stuck with the guidewire. A 1.75mm rotapro and rotawire drive were selected for use. During withdrawal, it was noted that the burr became stuck on wire after catheter had been completely removed from groin sheath. The procedure was completed with the original device. No patient complications reported.